Manufacturer narrative:
The same event as regulatory report #: 1045254-2021-00489. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was not working; the tool whips strongly. There was no patient impact.